Event description:
A report was received that the patient had an infection at the pocket site. The patient's symptoms were oozing and fever. The physician prescribed oral antibiotics but the patient's condition did not improve. The patient was hospitalized and administered IV clindamycin. The physician believes the infection is not related to the device. The patient has since been released from the hospital and is reportedly doing well.